Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage at eri. Cautery marks were noted on pacer. Electrical and mechanical analysis performed, including sensitivity test under nominal settings indicated normal device functionality. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for device replacement. When an electric scalpel was used for hemostasis of the pocket during procedure, the output rate setting decreased from voo 70 to 35 ppm. Use of the electrocautery was stopped immediately, but the output rate setting took more than one minute to return to normal. Concerns of the rate reduction and why it was time-consuming to return to normal were noted. The device was explanted and replaced. The patient was stable.